Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years 10 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to aortic insufficiency. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the valve-in-valve procedure was done for severe aortic insufficiency. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.